Event description:
Affiliate explained that the valve stopped working one month of implantation. After the device was explanted, the surgeon tried to find out why it was not working and he explained that the valve would not drain. The csf in the valve was clear.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examination of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above, or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.